Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold measurements and loss of capture. A high out of range pacing impedance measurement of greater than 2000 ohms was also noted. The patient is pacemaker dependent and was admitted to the hospital due to this. The lv lead was reprogrammed and remains in service. There were no additional adverse patient effects reported.